Event description:
A caller reported that the insulin pump experienced a rapid decrease in battery charge, resulting in an unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The issue was attributed to a fuel gauge fluctuation problem, and the caller was informed by technical support that a software update released by tandem resolves the issue. The caller was advised on how to update the pump software and provided with education to prevent the problem until the update could be completed. The caller understood and acknowledged the information provided.